Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the fiberscope exhibited foreign objects on the bending section cover and on the adhesive of the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. During examination, the foreign material could not be identified. There was no abnormalities where the foreign material was found. Based on the results of the investigation, the cause of the foreign material that remained in the device was not confirmed. It was unknown whether cleaning, disinfection, and sterilization were performed before the actual product was returned to olympus. However, olympus could not identify a definitive root cause of the event. The suggested events may be detected and prevented by handling device in accordance with the following IFU. Chapter 3 compatible reprocessing methods and chemical agents chapter 4 reprocessing workflow for endoscopes and accessories chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.